Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind basic occlusion test, prime test and displacement test. However, the device was received stuck in the motor error loop during bolus/basal delivery and the error alarm was confirmed in the history file. The motor was tested outside the device and passed the test. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. Unable to perform excessive no delivery test due to the motor error alarms. The unit was received with cracked case at the display window corners and battery tube threads. The device was received with minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving error alarms on the insulin pump including a motor error alarm and a no delivery alarm. Customer stated that they found a kink in the tubing that may have caused the no delivery alarms. Customer's blood glucose reading at the time of the call was 141 mg/dl. No further information.